Manufacturer narrative:
Additional information: section d10.

Event description:
N/a.

Event description:
Distributor notes that during a procedure the advanta v12 catheter could not be advanced through a 6f sheath. Another covered stent (begraft peripheral) of the same size was used and it could be advanced through the same sheath and deployed without incident. Also afterwards, outside the patient, the stent was not able to be advanced through a 6f sheath. No patient harm/injury, minimal delay in procedure, less then two minutes.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Corrected information: section d4 - UDI number. Additional information section: d9 & h6. Investigation summary: the advanta v12 catheter (85343, 6x22x80) could not be advanced through a 6f sheath (flexor 6f 70cm, cook medical). Another covered stent (begraft peripheral) of the same size was used and it could be advanced through the same sheath and deployed without incident. Also afterwards, outside the patient, the stent was not able to be advanced through a 6f sheath. No other relevant information was provided. The device in question has been returned and evaluated to determine the cause of the complaint. Upon removing the catheter from the packaging it was noted that the catheter was very clean and had no signs that the stent made contact with blood or bodily fluid. This was not expected as once the septal valve of an introducer sheath is opened by the tip of the catheter blood would certainly stain the tip of the catheter. Being that the largest profile of the catheter is the stent it would be expected that the tip or the catheter and distal balloon cone would have passed through the septal valve of the sheath. The catheter was prepped per the instructions for use and a new 6fr cook flexor check flo introducer sheath was obtained (kcfw-6.0-18/38-45-rb-anl2-hc). An .035 emerald green guide wire was placed through the catheter. The sheath dilator was placed through the introducer sheath completely then removed. The introducer sheath was connected to a 10cc syringe and the sheath flushed with water. The catheter with the crimped stent in place was placed easily through the length of the introducer sheath without issue. The device was then removed and placed through the sheath a second time without issue. As the returned catheter was able to be placed through a 6fr introducer sheath without issue the complaint cannot be confirmed. Without the sheath used in the case the full investigation into why the catheter would not pass through the sheath used in the case cannot be determined. It is important to note that the device history records for this lot of catheters shows that all 20 units tested by placing the device through a 6fr introducer sheath passed without any difficulties. A review of the device history records shows that this lot of advanta v12 catheters passed all quality inspection including crimped stent retention force and the insertion of the catheter through the appropriately sized (6fr) introducer sheath without stent movement. A recurring lot number query was conducted and there have been no other complaints associated with this lot of stent delivery systems (l/n 502597). The reported failure was not confirmed, as the returned device was able to be passed through a 6 fr sheath upon receipt . Based on the information provided in the complaint, there is no evidence to conclude that the device was faulty or manufactured improperly. Based on the investigation, the root cause is impossible to define as the returned product had no issue passing through a 6fr cook introducer sheath and the product met all quality and performance requirements.